Event description:
Hill-rom rec'd a report from a hill-rom tech stating the manual CPR function was not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the CPR solenoid inoperable. Per the hill-rom svc manual the bed should be subject to an effective maintenance program. An annual svc of the bed is advised in order to maintain its characteristics and performance. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008, 2009 and 2012-2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the CPR solenoid to resolve the issue. Based on this info, no further action is required.